Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported leg swelling, anticoagulation, removal surgery, physical limitations, depression and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated. Vena cava (vc) perforation, embedment, deep vein thrombosis (dvt), unable to retrieve, leg swelling, anticoagulation, removal surgery, physical limitations, depression and anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the left common femoral vein due to deep vein thrombosis (dvt), and an unsuccessful retrieval was attempted on (B)(6) 2017. Patient is alleging vena cava perforation, embedment, and that he device is unable to be retrieved. The patient further alleges "recurrent dvt's and leg swelling, anticoagulation use and surgery to try to remove filter" as well as "I have been unable to run. I can no longer pick up my children," post-implant dvt, and depression and anxiety. Per report from CT (computed tomography): "occlusive thrombus in the common femoral, superficial femoral, deep femoral and popliteal veins given distended appearance of the vessels with wall enhancement, peri-venous edema and absence of contrast within their lumen (particularly given presence of contrast within the greater saphenous, small saphenous and leg veins at time of imaging). Potentially occluded left external iliac vein despite vascular stent, given presence of oral contrast within the contralateral (right) common iliac vein at time of imaging. Alternatively, absence of contrast in the left external iliac vein potentially a result of occluded flow in the hip/thigh region." Per retrieval report (attempted): "at that point, the wire was then driven down past the inferior vena cava filter, then a 2nd wire was advanced through the same sheath and passed down a different path and grasped with a snare and then brought back up to the top, essentially now having lassoed the snare from above, completely around the tilter with that having been the case, multiple attempts were then made to disengage the foot plate from the inferior vena cava wall and/or the top cap from the inferior vena caval wall such that we could grasp it after a number of tries and 2500 m gy of radiation. This was unsuccessful and the procedure was abandoned."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient is alleging a second unsuccessful retrieval attempt on (B)(6) 2019, as well as tilt. Report from CT (computed tomography): "ivc filter redemonstrated. Mixing artifact at the renal venous confluence; no overt thrombus at the filter." Retrieval report (attempted): "inferior venacavogram showed patent ivc with pre-existing filter in the infrarenal vena cava with the hook of the filter covered with likely neo-intima with complete inability to grasp the hook with snare." "The pre-existing filter in the infrarenal vena cava appeared slightly tilted with intact limbs." "The retrieval was re-attempted, however, these attempts could not grasp the superior hook of the ivc filter as it was covered by the neo-intima."

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2016". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.